Manufacturer narrative:
Cont. H.6. Health effect f2203 imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: it is possible to determine the lot number 2047968 or catalog number n-tsm255 through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound. Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as fold flaw opening and missing shell assessed as inconclusive. Additional observations: wear abrasion is observed. Creases are observed. Brown particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data.